Event description:
Patient reported, right side implant "had problems". Patient later reported, anxiety, pain, wrinkling and lump. Patient also reported, cysts. Which is not device related. Legal representative, additionally reported, capsular contracture, baker grade unknown and discomfort. Device has been explanted.

Manufacturer narrative:
H6:. Health effect: impact code continued: f2203: imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, crease/folding of implant, lump/nodule, pain, discomfort, visibility/palpability, anxiety-product/procedure, cyst-ndr.